Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during an intraocular lens implant procedure the leading haptic was straight and the plunger is veering off on an angle within the injector. The procedure was completed with alternative lens. No patient harm was reported. There are five medical device reports associated with this report. This is 5 of 5. Additional information has been requested.

Manufacturer narrative:
Only the used was returned loose inside the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. The plunger was removed and evaluated. No damage was observed to the plunger. The plunger was reinserted into the device with no abnormalities observed. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. It cannot be confirmed if the leading haptic was straight because only the used device was returned. Straight leading haptics are not a product malfunction. A straight leading haptic is an acceptable position per the diagrams provided in the IFU. The position of the plunger in the device during advancement cannot be confirmed due to being retracted upon return. The plunger was inspected and there was no problem found with the plunger. The plunger is intended to move to the right side as the lens is advanced. It is unknown if this natural movement of the plunger may have ben interpreted by the customer as part of the complaint. A straight leading haptic may occur due to the normal folding variations as indicated in the IFU diagrams. If the initial plunger advancement is faster than the recommended target, the leading haptic may be forced past the internal folding feature. If there is excessive delay between the device preparation and subsequent delivery the leading haptic may start to unfold. If the operating room temperature is too high (more than 23 degree c or 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. Any of the above listed causes alone, or in combination, may create the reported event. The IFU instructs: insert the tip of the cartridge through the incision. Position the tip at the anterior capsule opening. If the leading haptic is looped or straight in front of the optic, rotate the nozzle clockwise as needed to be bevel left to facilitate placement of the leading haptic into its normal orientation in the bag. Slowly advance the lens until the optic is exiting the nozzle. Rotate the cartridge counter-clockwise towards bevel right as needed to place the lens anterior side up. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.